Event description:
It was reported the patient received the following results within 15 minutes: 84 mg/dl (patient's meter) and 52 mg/dl (professional meter). The patient was given some cracker and glucose tablets.